Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was not impacted. Customer was using manual injections for insulin therapy at time of malfunction. Multiple attempts were made to follow up with the customer on the reported issue; however no response from the customer was received.